Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. Slow flow was noted in the saphenous vein graft. A 2.75x16mm veriflex stent was advanced through a saphenous vein graft (svg) to treat the obtuse marginal branch. The stent delivery system was removed due to the slow flow/no flow in the saphenous vein graft. Another 3x28mm veriflex stent was advanced and removed as there still showed slow flow/no flow. They decided to do aspiration at the aneurysmal distal portion of the saphenous vein graft that already had a 4x38mm ion stent that was placed in 2011. A runway guide catheter was inserted and was at the proximal portion of the stent. The aspiration catheter would not advance after multiple attempts. While attempting to advance the aspiration catheter it was caught up on the previous placed ion stent and raised a few stent struts. Went in with a 4x12mm apex balloon catheter and was able to successfully advance the aspiration catheter across the proximal portion of the vessel. Once the ballooning was completed, the aspiration catheter was used to complete the case successfully. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).